Event description:
Customer reported to beckman coulter, inc. That the coulter lh 500 hematology analyzer leaked a clear yellow liquid from under the instrument. The leak was not contained to the instrument. The operator wore personal protective equipment while attempting to resolve the issue. The operator was not able to identify the source of the leak. There are no reports of any injuries, exposures or erroneous results related to this event. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse identified a hole in tubing that passes through pinch valve pv43. The fse removed and replaced the tubing which resolved the issue. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).